Event description:
It was reported in the prostate journal that a single-center retrospective study was conducted to evaluate the 24-month outcomes of rezum water vapor thermal therapy in a real-world cohort of 110 patients treated between 2020 and 2022. Of the 110 patients included, 73 (66%) met the original pivotal trial inclusion criteria (pilot group) and 37 (34%) did not (non-pilot group), including patients with prostate volume higher than 80 ml, preoperative indwelling catheter, prior bpo surgery, or elevated post-void residual. Postoperative complications at 3 months were reported in 48 patients (66%) in the pilot group and 25 patients (68%) in the non-pilot group; all complications were minor (clavien-dindo grade I-ii). At 3 months, reported adverse events in the pilot group included hematuria in 10 patients (14%), pain in 18 patients (25%), acute urinary retention in 2 patients (2.7%), overactive bladder symptoms in 2 patients (2.7%), urinary tract infection in 5 patients (7%), and dysuria in 11 patients (15%). In the non-pilot group, hematuria occurred in 5 patients (14%), pain in 5 patients (14%), acute urinary retention in 3 patients (8%), overactive bladder symptoms in 3 patients (8%), urinary tract infection in 4 patients (11%), and dysuria in 5 patients (13%). No grade higher or equal than iii complications were observed. At 24 months, 25 patients (23%) required retreatment, including 17 patients (24%) in the pilot group and 8 patients (24%) in the non-pilot group. Medical retreatment was required in 11 patients (15%) in the pilot group and 2 patients (5%) in the non-pilot group, while surgical retreatment was performed in 6 patients (8%) in the pilot group and 6 patients (16%) in the non-pilot group. Medical retreatment consisted of the renewed use of alpha-blocker or 5-alpha reductase inhibitor therapy. No independent predictors of overall retreatment were identified. Sexual outcomes were assessed at 3, 12, and 24 months. At 3 months, ejaculation was preserved in 52 of 54 evaluable patients (96%) in the pilot group and 22 of 24 patients (92%) in the non-pilot group; anejaculation was reported in 2 patients (4%) and 2 patients (8%), respectively. At 12 months, ejaculation was preserved in 51 patients (91%) in the pilot group and 27 patients (96%) in the non-pilot group; anejaculation occurred in 5 patients (9%) and 1 patient (4%), respectively. At 24 months, ejaculation was preserved in 51 of 53 patients (96%) in the pilot group and 24 of 26 patients (92%) in the non-pilot group; anejaculation was reported in 2 patients (4%) and 2 patients (8%), respectively. Erectile function remained stable throughout follow-up. Overall, rezum therapy demonstrated sustained symptom improvement at 24 months in both standard and extended indication populations, with only minor early postoperative complications and low rates of serious adverse events.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.